Event description:
Info received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The tech found the hi/low drive assembly was dirty. The tech cleaned and lubricated the hi/low drive assembly and replaced the brake washer to repair the bed.